Event description:
Related manufacturer reference number: 2017865-2022-01039, 2017865-2022-01040. It was reported that the patient's pacemaker pocket was infected. The entire pacemaker system was removed. The patient was stable.